Manufacturer narrative:
The calcium reagent lot number was 724585 and the glucose reagent lot number was 734489. The reagent expiration dates were requested, but not provided. The customer performed reaction bath exchange maintenance and performed a reaction cell blank with no errors. All system checks performed by a field service engineer were successful. The customer ran controls; the results passed and there were no errors. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 (calcium) and a second patient sample tested with gluc3 (glucose) on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The customer stated they received multiple abnormal cell blank alarms on the analyzer. The customer repeated the samples on a second analyzer due to the alarms. The first sample initially resulted in a calcium value of 5.0 mg/dl and it repeated as 8.74 mg/dl. The second sample initially resulted in a glucose value of 189 mg/dl and it repeated as 400 mg/dl. The repeat values were deemed correct.

Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Quality controls were within range. There was no indication of a reagent performance issue. Upon review of the alarm trace, multiple abnormal probe aspiration and sample short alarms were observed near the time when the complained sample was processed. The investigation could not identify a product problem. The cause of the event could not be determined.